Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was unable to be inserted into the trocar cannula during a surgical procedure. The laser probe was replaced and the surgery was completed with no harm to the patient.

Manufacturer narrative:
No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).